Event description:
It was reported that during a pulmonary artery angioplasty treatment procedure, a balloon detachment occurred. The lesion being treated was a non-calcified, de novo lesion located in the tortuous lingular (ramus) branch of the left pulmonary artery. The physician used a 0.014" floppy guide wire with a long sheath to access the lesion. Two long balloons were used to pre-dilate the lesion - one a 4mm and the other a 5mm balloon. No resistance was encountered during insertion of the symmetry, small vessel balloon catheter and the physician had no difficulty inflating the balloon. One inflation was performed to low pressure (<8 atms). The physician pulled back on the balloon to remove it, but the balloon detached from the catheter. The catheter shaft did not break. A snare was used to grab the detached balloon off of the wire. The balloon was not still inflated when removed from the patient. The patient's condition remained stable without symptoms during this event. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's current condition is reported as "fine/stable."